Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device discharged and then displayed a "defib fault 80" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent biomed testing was unable to duplicate the malfunction.